Event description:
The customer reported that the insulin pump alarmed during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display due to a corroded electronic assembly. Unable to verify the alarms due to the frozen display.